Manufacturer narrative:
Product information changed from hml400 with serial# (B)(4) to c-hla-2 with serial# (B)(4) due to on-site inspection of lift. The operator of the device was clarified at the time of the on-site inspection. Date of manufacturer was verified at the time of on-site inspection. Upon inspection the lift was fully assembled. The product appeared intact with no signs of catastrophic failure and no signs of heavy or extended use. (This would be consistent with plaintiff's report of failure at first use.) The lift operated as designed. The lift was also confirmed to be a joerns lift.

Manufacturer narrative:
Joerns sending the report to the manufacturer. Joerns has been trying to obtain additional information from the individuals involved and their counsel with no response to date.

Event description:
It was reported to the manufacturer by the end user, per the end user the patient and a family member were injured when the lift failed. The patient fell and the family member sustained a broken wrist. It is unknown where and when medical attention occurred. The manufacturer was notified of the incident by a letter from counsel. Joerns has been trying to obtain additional information from the individuals involved and their counsel with no response to date. Complaint#(B)(4) was entered into our system.